Manufacturer narrative:
Date sent: 10/17/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a biopsy with intercostal artery bleeding procedure, an intercostal artery was injured and the bleeding had to be stopped using the device. An applier was used and the first clip was loaded and placed normally on the intercostal artery. After that, the following clips were not loaded properly into the jaws of the instruments and fell into the pt's thoracic cavity. Another device was then opened and used. The first clip was loaded and placed as supposed to be, but then following clips were not loaded properly and also fell into the pt's thoracic cavity as it occured with the first device. The same titanium clips remained in the thorax cavity. Another device was used to complete the case. There were no adverse consequences to the pt.